Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. On an unspecified date and time, the device was programmed to deliver an unspecified pain medication. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.